Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced intermittencies and poor sound quality with the device. Reprogramming attempts were made; however the issue could not be resolved. The implanted device remains.

Manufacturer narrative:
Additional: it has since been reported that the device was electively explanted on (B)(6) 2019 and the patient was reimplanted with a new device during the same surgery. This report is submitted on june 4, 2019.

Manufacturer narrative:
This report is filed on june 27, 2019.